Manufacturer narrative:
Other, other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Tamper seal intact. Dso seal damaged. The reported "downstream occlusion seal damaged" problem was verified by visual inspection. Dso seal was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had the downstream occlusion seal damaged. No patient involvement reported.